Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va02kqh, implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported that the patient had 2 or 3 surgeries since implant in 2012 between 2012 and 2014 to place the implant in the right place. The implant was in the right place now. The patient had a fall while skiing in (B)(6) 2016. The patient had a loss or change of therapy and the fall could be related to the issue. The patient was using reiki treatment and they rolled a magnet down their spine in (B)(6) 2016. Since then the patient felt a knot in their back and was worried it was all tangled up or something. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient experienced severe pain in the area of the battery pack. The patient called in for an appointment with their health care provider (hcp) and the nurse said they couldn't have an appointment until (B)(6) and that would be 15 days. During this time, the patient kept trying for an earlier appointment with no progress. The patient was asked if they had fallen on the area and they hadn't even thought of it. The patient fell 3 times while learning to ski. The patient called the hcp on call for urology and they made sure the patient would be able to see their hcp on monday. X-rays showed everything was in place and the hcp told the patient it couldn't be the battery back. The patient kept telling them it was and the hcp could do nothing for them. The hcp told the patient it was their back. The patient asked if they could give them something for the pain as by this time their pain was horrific. The hcp wouldn't give the patient opioids. The next day the patient spent 7 hours at the ER in pain and the hcp there told the patient the battery pack was right on top of their sciatica. The patient was given pain medicine, which didn't help. The next day, wednesday, the patient wet to their primary care physician (pcp) and all they could do was cry. A CT scan showed their back to be fine and another pain medication was added, which also didn't help at all. The patient was set up with another clinic, which couldn't see them for a couple of weeks. That same day the nurse called and said the patient was scheduled to have the pack removed that friday. The patient mentioned the CT scan and told the nurse they would get the information for the hcp, but they didn't want it. They just wanted to get the device out of the patient. The patient asked their hcp in the very beginning to have it removed. The patient had surgery on that friday and since then they were terrific. It took 3 to 4 days for the patient's muscle pains to subside and they held their body in a strange position just to walk and sit. The patient's device was put in and they needed surgery 2 times afterwards to reposition it. The patient was scheduled for (B)(6) 2016 for a follow-up. The patient would call their situation an emergency. The patient truly got to the point of wishing to die as nobody could or would help them and the pain was unbelievable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.